Manufacturer narrative:
(B)(4). Added additional information: the device was returned in good condition. The device was tested with a generator and was functional. The cutting of test media performed as expected. There were no anomalies noted with the functionality of the device. The reported incident could not be recreated nor confirmed

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an endoscopic thyroidectomy procedure, the device cut but did not coagulate. There was minor bleeding issue, which was controlled by clamping and new device. It is unknown how the procedure was completed. There were no adverse consequences for the patient.